Manufacturer narrative:
Eval summary: the glenosphere not seating properly onto the baseplate may be caused by soft issue or bone trapped around the baseplate taper during the glenosphere insertion, insufficient bone clearance around the baseplate, interference with retractors, etc. Each scenario could potentially cause the glenosphere to not completely seat on the baseplate. Straight-on exposure of the glenoid is necessary for both proper reaming and component insertion. The used of baseplate reamer 2 (36 mm or 40 mm) is needed to remove bone around the baseplate to avoid impingement with the glenosphere. Based on the available info, a definitive cause cannot be determined with certainty. Device history records indicate all components were manufactured and inspected to specification.

Event description:
It is reported that the device was implanted in 2007 and revised in 2008, due to the glenosphere dislocating.